Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported a case of glare and issues seeing to weld due to dimness after cataract surgery with an intraocular lens (iol) implant. Both the physician and the patient confirmed these issues on the phone. There are two manufacturer reports associated with these events. This report is for the left eye.